Event description:
Blood glucose results of "140 mg/dl with a lifescan meter and "96 mg/dl" on a laboratory device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose.